Event description:
The complaint/event involved a nuitiv¿ connector that reportedly "came apart in 3". At 6am of the event date, an unspecified stopcock device was screwed onto the 3 way tap device and then it was removed at 9pm for the change. As the nurse unscrewed the connector, it fell apart into three. The two plastic parts separated and the purple tube inside fell out. All pieces are intact. It was possible that there was patient involvement because they were not sure when the separation started to occur, possibly when it was screwed on or when it was unscrewed (when it came apart in the nurses hand). The product was stored in their facility. There was no human harm associated with this complaint/event.

Manufacturer narrative:
Although the device was requested multiple times to be returned for evaluation, it has not yet been received.

Manufacturer narrative:
Received two (2) used 011-nu100 nuitiv connectors and two (2) used list# unknown 3-way stopocks for inspection. One (1) of the nuitiv connectors was broken apart. Examination of the break showed cold-form damage. The intact nuitiv was leak tested per product specifications. There was no leakage. The intact nuitiv was connected to the stopocks with no issues. The reported complaint on one (1) of the used 011-nu100 nuitiv connectors can be confirmed. The probable cause is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 8/1/2025.